Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme x3. The device is manually processed with an lta medical sd-3748 / 25 cleaning brush, autre, peracetic acid, and glutaraldéhyde disinfectants, as well as aniosyme x3 detergent. The automatic endoscopic reprocessor (aer) used is a cantel isa with intercept plus cantel detergent and rapicide pa cantel disinfectant. The device is stored in a typhoon drying cabinet. Cantel is the maintenance provider. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the switch button 1 rubber was perforated, there was insufficient angulation, the ceiling plate was deformed and the biopsy channel was worn out. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
It is reported after a microbiological routine control on an evis exera iii gastrointestinal videoscope, an unexpected contamination was detected. Fifty colony forming units (cfus) of pseudomonas aeruginosa were detected in the suction channel and 48 cfus of pseudomonas aeruginosa were detected in the operating (biopsy) channel. There is no report of any patient contact/impact related to this occurrence. The device will be sent to olympus for further evaluation. Additional details regarding the reported event have been requested. At this time, no additional information has been provide

Manufacturer narrative:
The device referenced in this report has not yet been received by/evaluated by olympus (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.